Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Updated fields: h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified. Whether there was deviation from instructions for use (IFU) in reprocessing steps for the area foreign material remained or not was unknown. A definitive root cause could not be established for the remaining foreign material. The event can be detected and prevented by handling the device in accordance with the following sections of the IFU: - gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection - gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope had moisture in the distal end. There was no report of patient harm. The device was returned, evaluated, and there was foreign material in the air/water tube. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation of the reported issue. In addition to the foreign material in the air/water tube, other evaluation findings are as follows: there were scratches on the universal cord, and the forceps channel port; there air/water cylinder had foreign objects and discoloration; the suction cylinder was also discolored; the right/left knob was sticky; the plug unit, and the cable unit were corroded due to water leakage; an e216-scope communication error occurred due to corrosion on the plug unit; the bending angle in the up direction did not meet the standard value due to wear of the angle wire; the light guide lens was cracked; and the universal cord was wrinkled. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.